Event description:
It was reported that contaminant present inside the sterilization pouch of foley catheter.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Evaluated the sample and observed a loose black dirt inside the catheter pouch. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be, ¿foreign matter from unclean working area¿. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that contaminant present inside the sterilization pouch of foley catheter.